Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an m4: motor alarm was confirmed. The returned centrimag motor (serial number (B)(6)) was received by the service depot. The motor was testing alongside known working test equipment and initially operated as intended. However, the pump began to flutter when the motor¿s cable was manipulated near its motor end bend relief multiple times. Due to the cable being damaged, the motor was scrapped and was forwarded to the ppe department for further analysis. The motor was tested by the ppe department alongside known working test equipment, and the motor operated as intended while the cable remained unmanipulated. However, upon manipulating the motor¿s cable near its motor end bend relief, the motor would vibrate, and m4: motor alarms and m5: pump speed not reached alarms were reproduced. Although the motor did not stop during testing, once the motor¿s speed was manually set to 0 rpm, the speed was unable to be increased again, and the system alarmed with an m2: motor disconnected alarm despite the motor still being connected to the test console. The continuity of the motor¿s wires was tested, and the motor¿s second bearing phase was observed to be open. The resistances of other bearing phases were observed to be above average. The motor¿s cable was opened near its motor end bend relief, and all the motor¿s inner wires were observed to be kinked and discolored. The root cause of the reported event was determined to have been wire fatigue within the motor¿s power cable. Although the root cause of the wire fatigue was unable to be conclusively determined, the fatigue appeared to have been caused by repeated flexing of the cable over time. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 8. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was placed on circulatory mechanical support due to severe hypoxemia due to sarscov 2. The patient was in a very critical condition due to their pathology. Upon issuing the centrimag there was a m4 alarm and after 30-40 seconds the motor stopped. The patient was immediately switched to the backup motor. The patient did not present any complications from this event. Related manufacturer report number 3003306248-2021-04013.